Event description:
It was reported thrombus was suspected. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx laa closure device was deployed. During the assessment of the release criteria, a mobile thrombus was suspected near the face of the closure device. Additional heparin bolus was given prior to the device release. The release criteria were met, so the closure device was released and successfully implanted. The physician did not want to recapture the closure device in case of dislodging the possible thrombus. The patient was discharged home following the procedure and will continue oral anticoagulant medication until the 45 day follow up.